Event description:
Boston scientific crm received info that this dextrus right ventricular lead exhibited non-capture. In a revision procedure, the lead was explanted and successfully replaced by a new lead.